Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous lesion located in the mid circumflex artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was predilated. Resistance was not noted while advancing the device to the lesion. It was reported that the stent was damaged during positioning difficulties. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.